Event description:
Placed an implant in the position of #29. Pt was feeling discomfort so rptr stopped in the middle of the procedure, removed the implant and found that the top of the implant had stripped.